Event description:
Consumer complained of high blood glucose results. Customer feels well and requires no medical attention. Customers expected blood results are 90-150 mg/dl. Verified and strips expire 06/18/2017, were first opened (B)(6) 2015 and that the strips are stored correctly. Customer performed a back to back blood test, 172 mg/dl and 232 mg/dl. Reviewed meter memory: 147 mg/dl, (B)(6) 2015, 01:50:00 am, fasting: yes; 263 mg/dl,(B)(6) /2015, 11:30:00 pm, fasting: yes; 76 mg/dl, (B)(6) 2015, 07:35:00 pm, fasting: no; 179 mg/dl, (B)(6) 2017, 10:00:00 am, fasting: yes; 246 mg/dl, (B)(6) 2017, 11:51:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complained of high blood glucose results. Customer feels well and requires no medical attention. Customers expected blood results are 90-150mg/dl. Verified the strips expire 06/18/2017, were first opened (B)(6) 2015 and that the strips are stored correctly. Customer performed a back to back blood test, 172mg/dl and 232mg/dl. Reviewed meter memory: 147mg/dl (B)(6) 2015 01:50:00 am fasting:yes; 263mg/dl (B)(6) 2015 11:30:00 pm fasting:yes; 76mg/dl (B)(6) 2015 07:35:00 pm fasting:no; 179mg/dl (B)(6) 2017 10:00:00 am fasting:yes; 246mg/dl (B)(6) 2017 11:51:00 pm fasting:yes. No adverse event reported.